Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.